Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the ok button and up and down arrow buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1; date of submission: 11/02/2016. The device has been returned and evaluated by product analysis on 10/15/2016 with the following findings. During investigation, all keypad buttons were responsive and the keypad was undamaged. The keypad was removed to find no evidence of contamination on the button contacts. The pump was opened to find no evidence of moisture corrosion near the keypad connector. Unrelated to the original complaint, the battery compartment was cracked from the top to the cover.